Manufacturer narrative:
Section d4 and h4: additional information. Manufactures investigation conclusion: the pump remains in use supporting the patient and was not available for evaluation. A correlation between the device and the suspected thrombus and reported hemolysis could not be conclusively determined. The submitted log file contained data from (B)(6) 2020, to (B)(6) 2020. The pump was set to a fixed speed of 10200 rpm and operated above the low speed limit of 9800 rpm for the duration of the log file. There were no atypical alarms and the log file appeared to show the system operating as intended. The account reported that the patient had increased ldh levels with no other signs or symptoms of pump thrombosis. Multiple attempts for additional information were requested from the customer; however, no further information was provided. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient¿s log file was submitted for review due to increased lactate dehydrogenase (ldh). The patient was seen in clinic however was asymptomatic with no other sings and symptoms of pump thrombosis. Log files revealed no unusual events. Additional information was requested however not yet provided.